Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) had an overheat message and shutoff. No patient injury.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit, fse states customer stated device had an overheat message and shutoff. Unit was powered back on and remained on patient till it was safe to remove unit off of patient. Once patient no longer needed therapy unit was removed and taken down to biomed for investigation. Onsite fse was unable to see any major failures that indicated an overheat. As a precaution, transducers were replaced and unit was ran for 130 bpm for an hour. Afterwards verified ambient temperature was below 73 celsius. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.